Manufacturer narrative:
Received pump error 53 and pump error 54 alarm during rewinding of pump. Unable to perform displacement test. Self test fails due to vibrate anomaly. Successfully downloaded history files and traces using thump and carelink. The following alarms/alerts were noted on event date: pump error 4 on 04/30/2023 13:19:01.000, pump error 63 on 04/30/2023 13:19:02.000 variable 9, pump error 53 on 07/20/2023 06:37:43.000, and pump error 54 on 07/20/2023 06:37:43.000. Pump error 4 (filenumber = 32122 linenumber = 2690) confirmed due to hardware error. Pump error 63 variable 09 (filenumber = 2101 linenumber = 249) confirmed due to hardware error. Pump error 53 and pump error 54 confirmed due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, lithium battery connector, lcd connector, and keypad connector. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Cosmetic damage confirmed at the serial number label. No evidence of partial display anomalies noted during analysis, missing segments/partial display not confirmed. Pump error 4 and pump error 63 confirmed due to hardware error, isolated to electronic stack. Pump error 53 and pump error 54 confirmed due to moisture damage. Vibrate anomaly confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was not working and was beeping and not seen any alarm. The customer also reported a crack on the back of the insulin pump and had a partial display as the screen flickers. Troubleshooting was performed and found that the device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The insulin pump will be returned for analysis.